Manufacturer narrative:
(B)(4). Evaluation: results: very stenotic lesion. The balloon become trapped in the vessel and some force was required to remove it from the body. Evaluation conclusion: very stenotic lesion. The balloon become trapped in the vessel and some force was required to remove it from the body. Evaluation summary: the balloon surface is wrinkled. Two pinholes were noted on the middle and distal part of the balloon. The shaft tube is broken at about 70mm from the proximal balloon portion. The ruptured portion shows a slight deformation on the two pieces, the guide wire tube under the ruptured portion is slightly stretched.

Event description:
An attempt was made to use a sub marine plus pta balloon catheter in a patient to treat a very stenotic lesion located in the av shunt of the brachial artery. The device was inspected prior to use with no abnormality noted. It was reported that the balloon of the sub marine plus device was inflated more than 10 times with a maximum pressure of 14 atms. It was reported that the balloon ruptured and became stuck in the vessel. It was reported that strong resistance was experienced by the physician while trying to remove the device from the body. Surgical intervention was required to remove the device and repair the brachial artery. It was reported that the patient was stable post procedure and no other clinical sequelae were reported.